Manufacturer narrative:
The device was returned to olympus for evaluation, the evaluation confirmed the reported event of the freeze button was not working. The evaluation found a blockage in the air and water nozzle. The faulty parts need replacement to bring back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis lucera elite colonovideoscope freeze button did not work. Upon inspection and testing of the returned device, it was observed that foreign material was exiting from the air and water nozzle due to insufficient cleaning. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that white bristle material such as bristles from a cleaning brush were damaged and debris entered the air/water channel, clogging the nozzle. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with instructions for use (IFU). The root cause of how the bristles remained in the device could not be determined. The following is included in the IFU and may have prevented foreign material clogging the air/water channel: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ the following is included in the IFU and may have prevented improper reprocessing: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.